Event description:
It was reported that the rv (right ventricular) threshold had slowly increased to high levels over the last couple months, and the lead did not sense r-waves at all. The lead appeared to have moved positions post-original implant. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).